Event description:
Per communication from rn (B)(6):"pt went home from (B)(6) yesterday [(B)(6) 2024] with his (B)(6) running on his PICC line. Unfortunately, he started having high-pressure alarms again and so is back in the hospital. We are going to switch him to IV remodulin today." No further info, details, or dates available. Reason(s] for initial hospitalization, dates of admittance for current and initial hospitalizations, or length of both hospitalizations is unknown. It is unknown if the pt has been switched from veletri to remodulin at this time. Pt began winrevair maintenance dosing (B)(6) 2024. Reported to (B)(6) by health professional.